Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, and firmware errors were observed related to the incident date. A global receiver test was attempted, unable to run functional tests because a call tech support error was frozen on the screen. A visual interior inspection was performed and it passed. The reported event of initializing screen without manual restart was confirmed during log review. A root cause could not be determined. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.